Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned and evaluated. Condition upon receipt: 1 un-sealed sample, part number 1150001, from lot number 0206940323 received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), calipers (asset 1080-j). Evaluation: when compared to the assembly drawing: visually, the flex h/a was broke off of the titanium bell which would have resulted in the reported event. There was a residue consistent with adhesive at the juncture between the flex h/a and titanium bell which indicates it was manufactured per the drawing. When viewed under magnification, the head / shaft assembly was consistent with being modified / trimmed. The head shaft assembly measured 0.156¿ and the configuration of the end was consistent with being cut. The titanium bell legs were bent inward and the h/a had scratches which indicates mishandling. The complaint was confirmed for the alleged malfunction [the shoe part broke]. Based on the product analysis findings the most likely cause of the event is consistent with operational context.

Event description:
It was reported that "the shoe part of the prosthesis got broken during operation. The doctor used another new prosthesis to complete to surgery." There was no patient injury reported.